Event description:
It was reported that during a percutaneous coronary angioplasty, two dissections occurred. Lesions being treated during this procedure were a saphenous vein graft (svg) to the right coronary artery (rca) and a saphenous vein graft to the obtuse marginal. While the proximal lesion in the svg to the rca was being treated with an unk device, a dissection occurred. A liberte stent was then deployed to treat the dissection, and another dissection was noted at the distal lesion. Therefore, another liberte stent was deployed. No pt complications were reported. Add'l info has been requested.

Manufacturer narrative:
As the stent remains implanted, and the delivery device has been confirmed as disposed, no product analysis can be completed and no root cause determination can be made.